Event description:
Revision surgery 2 years after primary due to stem loosening. The pt made a wrong move and from that day his hip was not going well. He had pain and the surgeon noticed on the x-ray a sinking of the stem. MFR ref # 3006639916-2014-00189.